Manufacturer narrative:
(B)(4). Device evaluation: the customer reported condition was not confirmed. The failure was not found in the alarm log and the device operated within specification. No repairs were performed for the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative reported a flogard infusion pump with failure code 6. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.